Manufacturer narrative:
It was reported that the patient underwent vaginal mesh excision (anterior mesh) on (B)(6) 2013 concurrently with rectocele repair, perineoplasty and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat rectocele, pain in pelvic area and rectum protruding out the vagina and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystourethroscopy performed during mesh implantation. It was reported that following insertion, the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was also reported that the patient underwent mesh removal and replacement of mesh with other mesh on (B)(6) 2008 due to pelvic pain, reoccurrence of rectocele, dyspareunia and tearing pain. It was reported that the patient underwent replacement of mesh with surgisis mesh on (B)(6) 2009. It was also reported that the patient underwent partial removal of mesh and hysterectomy with cervix removal on (B)(6) 2011. It was reported that the patient underwent exploratory laparoscopy with removal of fragments in 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01784. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.